Manufacturer narrative:
Device received not deployed with the pink slide insert not visible through the viewing window. Adhesive pad not attached to returned device. The root cause of the reported event could not be determined. Data downloaded from the device indicates the device ran zero pulses and remains in pod state 14 after never pairing with a pdm. This device was never used. The ratchet gear was manually advanced and the device successfully deployed. The fluid path was inspected and no signs of leakage were observed. The cannula was clamped and ratchet gear spun, no leakage was observed. No other damages or defects were observed that could contribute to the reported event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible, indicating a needle mechanism failure.